Manufacturer narrative:
The customer confirmed the issue was due to calibration. Qc was within specification. There was no indication for a performance issue of the reagent. The issue was resolved with recalibration and rerunning qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service representative completed an ise check and a precision test without issues. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 1 patient sample on a cobas 8000 cobas ise module. The initial result was 131 mmol/l and the repeated result was 138 mmol/l. The results were reported outside of the laboratory. The repeated result was believed to be correct. The electrode lot number and expiration date were requested, but not provided.